Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (was unable to complete incoming functionality testing) was confirmed. Upon investigation the monitor was unable to complete incoming testing. The cause for the failure was isolated to a shorted transistor on the computer/analog pca. The root cause for the shorted transistor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functionality testing.